Event description:
Pt experienced a deep cough, sneezing, and red burning eyes after working with the product. They sought medical treatment and was given zithromax, and inhaler, and steroids after a chest xray. Symptoms would clear after several days off work. Resolution of problem with improvement of the ventilation system at work.